Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7077247/7076680.

Event description:
It was reported that the patient had difficulty and frequent ipg charging. It was also reported that the patient was experiencing stimulation issue despite multiple reprograming attempts due to high impedances. Database analysis revealed high impedances on the leads that lead to faster depletion rate of the ipg as the ipg works harder to deliver the configured therapy. The patient underwent a revision procedure wherein an ipg and leads were replaced, and patient was doing well postoperatively.

Manufacturer narrative:
Sc-2317-50. (Sn: (B)(6). The explanted leads were returned. The allegation of high impedances has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure.

Event description:
It was reported that the patient had difficulty and frequent ipg charging. It was also reported that the patient was experiencing stimulation issue despite multiple reprograming attempts due to high impedances. Database analysis revealed high impedances on the leads that lead to faster depletion rate of the ipg as the ipg works harder to deliver the configured therapy. The patient underwent a revision procedure wherein an ipg and leads were replaced, and patient was doing well postoperatively.